Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric, de novo lesion in the mid left anterior descending coronary artery with mild tortuosity, mild calcification and 90% stenosis. A 2.25 x 12 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance; however, the balloon ruptured on the first inflation at 5 atmospheres. The bdc was simply removed with no reported resistance and a non-abbott bdc was used successfully to continue the procedure. There were no adverse patient effects and no significant delay in the procedure. No additional information was provided.